Event description:
Pt brought to ER in unresponsive condition. Staff in ER called MFR for info about the pump and physician. Emergency care given by staff. Pt admitted to ICU. Health care provider identified the cause of the event as nondevice related. Pt has history of drug and alcohol abuse and cause of event was interaction of other oral drugs with the morphine prescribed in the pump. Pt stable at last report.